Manufacturer narrative:
A ge representative evaluated the system and determined the available cine space was taken up and older runs are being over written by newer ones. System operates as intended. (B) (4).

Event description:
The customer reported they cannot find some of the saved images. No patient injury was reported.